Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the patient's pacemaker exhibited a diagnostic anomaly. No intervention was reported. The patient was in stable condition.